Event description:
The medics were attempting to defibrillate a pt presenting a ventricular-fibrillation heart-rhythm but the device would not discharge energy upon command. The medics attached the device to the pt using multi-function electrodes and powered the device on. The device is configured to perform an automatic analysis upon device power-up however, after device power on, the unit did not auto-initiate an analysis. A medic then initiated an analysis of the pt and the device correctly returned a "shock advised" determination. Upon the attempt to administer the shock to the pt, the device would not respond to the 'shock' button being depressed. The medics continued to depress the actuation button however, although the audible 'charge ready' tone was heard and the button was properly illuminated, the energy would not discharge. After the 15-second timeout period, the device internally dumped the charged energy. The medics proceeded to initiate a second analysis of the pt and again received a "shock avised" determination but were again unable to administer the charged energy to the pt; this sequence of events occurred a total of four times. The medics continued to use this device and placed the device in manual-mode operations however, after charging the selected energy and receiving the 'charge ready' indications from the device, the device still would not discharge the energy. In frustration, the medics turned the device off in an attempt to reset the current operations. The device was powered back on and the medics placed the device in manual-mode operations and charged the device to 200 joules and were able to successfully administer energy to the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.